Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range,analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Beginning (B)(6) 2015, right ventricular (rv) lead pacing impedance rose to 817 ohms up from a trend in the 380-456 ohm range. Rv lead pacing impedance varied between 437-1938 ohms.

Event description:
It was reported that the right ventricular (rv) lead had recurring high impedances for over two years. The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.